Event description:
A malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappeared.